Manufacturer narrative:
This is a definitive report. We selected the code of (B)(4); however the reported adverse event "pseudosepsis" was not listed in the package insert. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot 0019f07g. No adverse event has been reported on the identified lot except for this case. Our medical doctor's comment: the reporter seemed to rule out septic arthritis based on the result of cultured joint fluid. However, considering white cell count in joint fluid was 37000, the event should be suspected septic arthritis. Although the symptoms subsided by a steroid injection, that was administered 3 days after gel-one injection, the arthritis might recur since white cell count in joint fluid was still 26000. Bacterial tests of joint fluid in septic arthritic patients do not always show positive. In this case, it was considered that the patient should have received treatments after examinations of crp and esr in blood to rule out septic arthritis completely.

Event description:
(B)(6) 2019 a (B)(6) female patient received gel-one injection into her knee. Overnight, she had intense pain. (B)(6) 2019 joint fluid was aspirated from her knee. White cell count in the fluid was 37,000. The fluid was cultured and nothing grew out. The fluid was 40 cc of white cloudy drainage. (B)(6) 2019 a steroid was injected with positive results. The patient had full range of motion. White cell count in the joint fluid was 26,000. (B)(6) 2019 the patient received ultrasound scan to her knee and lower leg to rule out dvt with no findings.